Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin. The customer reported a blood glucose level of 315 mg/dl, which was addressed with a correction bolus. The customer reloaded the cartridge and received an accurate fill estimate. During a follow-up call on (B)(6) 2016, the customer reported blood glucose levels declined to target range and the customer did not have any additional concerns with the performance of the pump.